Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient said they are not able to get the stimulator to do anything; it keeps telling them to retry. Worked with patient to try to synch the communicator and handset, and patient reported seeing: device is not responding. Worker had patient try to reposition and try again but patient was not successful. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient said they have stopped using it because it does not help their symptoms at all, theyve had it for over a year and the doctor tells them to change the program, but pt can't find one that works, when they put it on, they should get a sensation but they did not find it.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.